Manufacturer narrative:
Additional device information: tgu454510, lot # 14209635. UDI: (B)(4). It is not known which device was involved, therefore both were investigated.

Manufacturer narrative:
Event updated.

Event description:
On (B)(6), 2016 a patient underwent treatment of a 60mm thoracic aortic aneurysm, zone 3, with two conformable gore® tag® thoracic endoprostheses. On an unknown date in october, 2018 the patient was hospitalized for aneurysm enlargement noted on CT to measure 6.5cm. The aneurysmal region started at the level of a previously implanted thoracic aortic stent and extended distally to the aortic bifurcation. The aneurysm involved the celiac axis, superior mesenteric artery and her single right side renal artery and underwent an additional endovascular procedure with additional stent placement. She was referred to mayo clinic for endovascular repair using a fenestrated branched stent graft. On (B)(6), 2018, the patient underwent endovascular placement of a branched fenestrated device, for an extent type 2 thoracoabdominal aortic aneurysm using a patient specific directional branched stent graft. A proximal custom low-profile thoracic stent graft, 46mm x 32mm x 210mm component was placed with 3 directional branches. The celiac axis and superior mesenteric artery were both branched with gore® viabahn® vbx balloon expandable endoprostheses. The renal artery was branched with a both a gore® viabahn® endoprosthesis and an I-cast stent. The proximal and distal landing zones were ballooned and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2016 a patient underwent treatment of a 60mm thoracic aortic aneurysm, zone 3, with two conformable gore® tag® thoracic endoprostheses. On an unknown date in (B)(6) 2018 the patient was hospitalized and underwent an additional endovascular procedure with additional stent placement.

Manufacturer narrative:
B.5. Updated. H.6. Conclusion code 1: 22: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion and reoperation.

Event description:
On (B)(6) 2016 a patient underwent treatment of a 60mm thoracic aortic aneurysm, zone 3, with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2018 the patient was hospitalized for aneurysm enlargement noted on CT to measure 6.5cm. The aneurysmal region started at the level of a previously implanted thoracic aortic stent and extended distally to the aortic bifurcation. The aneurysm involved the celiac axis, superior mesenteric artery and her single right side renal artery and underwent an additional endovascular procedure with additional stent placement. She was referred to mayo clinic for endovascular repair using a fenestrated branched stent graft. On an unknown date the patient underwent endovascular placement of a branched fenestrated device, for an extent type 2 thoracoabdominal aortic aneurysm using a patient specific directional branched stent graft. A proximal custom low-profile thoracic stent graft, 46mm x 32mm x 210mm component was placed with 3 directional branches. The celiac axis and superior mesenteric artery were both branched with gore® viabahn® vbx balloon expandable endoprostheses. The renal artery was branched with a both a gore® viabahn® endoprosthesis and an I-cast stent. The proximal and distal landing zones were ballooned and the patient tolerated the procedure.

Manufacturer narrative:
B.5. Updated dates.

Event description:
On (B)(6) 2016 a patient underwent treatment of a 60mm thoracic aortic aneurysm, zone 3, with two conformable gore® tag® thoracic endoprostheses. On an unknown date in (B)(6) 2018 the patient was hospitalized for aneurysm enlargement noted on CT to measure 6.5cm. The aneurysmal region started at the level of a previously implanted thoracic aortic stent and extended distally to the aortic bifurcation. The aneurysm involved the celiac axis, superior mesenteric artery and her single right side renal artery and underwent an additional endovascular procedure with additional stent placement. She was referred to mayo clinic for endovascular repair using a fenestrated branched stent graft. On (B)(6)2019, the patient underwent endovascular placement of a branched fenestrated device, for an extent type 2 thoracoabdominal aortic aneurysm using a patient specific directional branched stent graft. A proximal custom low-profile thoracic stent graft, 46mm x 32mm x 210mm component was placed with 3 directional branches. The celiac axis and superior mesenteric artery were both branched with gore® viabahn® vbx balloon expandable endoprostheses. The renal artery was branched with a both a gore® viabahn® endoprosthesis and an I-cast stent. The proximal and distal landing zones were ballooned and the patient tolerated the procedure.